Manufacturer narrative:
The suspect medical device was inadvertently misidentified in the initial report. Accordingly, the relevant fields in section d (suspect medical device), section g (all manufacturers), and section h (device manufacturers only) have been corrected, updated to accurately reflect the impella guidewire. Additional h6 health effect - clinical/impact and medical device problem coding was repopulated to ensure alignment with corrected complaint device. Note: h1. The type of reportable event (serious injury) and b1. Adverse event and b2. Outcomes attributed to the adverse event remain unchanged as previously reported. D6a implant date and d6b explant date should be disregarded as the suspect medical device has been corrected to the guidewire.

Event description:
An impella cp was inserted in a 65 year old male admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage e. The patient was bridged to 5.5 for aortic valvuloplasty. On day 7 of 5.5 support, an attempt was made to escalate the patient to bipella support. An impella rp flex was attempted via right femoral vein. The device was unable to pass due to the patient's vasculature, which appeared to cause the wire to prolapse and possible dissection of the vein. It was reported a temporary pacer was also previously placed in that vessel. The rp flex implant was aborted. Vascular injury is a known potential adverse event of the impella rp flex per the instructions for use. The complainant has also reported that the device has since been discarded and that the patient's outcome was good. The devices were explanted monday 2/22 and the patient was downgraded out of the ICU.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.